Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped and caused scalp laceration during an unspecified procedure. There was no known delay in surgery. The date of the incident was unknown. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation found for lot # 131 showed no abnormalities related to the reported failure. The reported complaint was not confirmed as the returned unit has passed all specific functional testing requirements. If the device is properly positioned, the slip and reported condition will not occur. The observed condition is likely caused by improperly handling of the device. The definite root cause cannot be reliably determined.. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.